Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a stent embolization occurred. The target lesion was located in the in-stent restenosed right coronary artery (rca). A 3.00 x 24 mm taxus express2 drug eluting stent was placed proxinal to the existing stent. A second 3.50 x 12 mm taxus stent was then advanced to the lesion in attempt to stent distally to the existing stent. Resistance was felt while advancing the stent through the previously deployed stents and stent came of the balloon in the rca. The stent was visible under fluoroscopy in the previously deployed 3.00 x 24 mm stent. The physician attempted to use a snare to remove the stent but was unsuccessful with this. The pt was brought to surgery for successful removal of the stent. The pt's status is reported as 'fine'.